Event description:
A user facility nurse reported that it was suspected that there may have been a higher ultrafiltration (uf) rate than intended during a treatment on a system 1000 hemodialysis machine. Approx three hours into the intended 4 hour treatment, the pt felt ill and the blood pressure dropped (values unknown). The pt was administered normal saline (dose unknown) and was reported to be "fine". The remainder of the four hour treatment was completed with the uf turned off. It was determined that the pt removed 2.7 kg in the three hours of uf treatment. The uf goal was 3 kg in four hours of treatment. Treatment parameters consisted of a 400 ml/minute blood flow rate, 1000 ml/minute dialysate flow rate, and sodium profiling uf removal.